Manufacturer narrative:
Several attempts have been made to gather additional information about this event. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that while this cardiac resynchronization therapy defibrillator (crt-d) was programmed to off-electrocautery mode for a radiofrequency (rf) ablation procedure, pacing inhibition occurred. The patient is pacemaker dependent, but no adverse patient effects were reported as a result of this event. No patient name or specific device information was provided.